Event description:
User experiencing erratic sodium results since 2007. The following example was provided, sample was tested in 2007: initial sodium result 132 mmol/l. Same sample repeated gave result of 138 mmol/l. Initial result was not reported. The field service representative determined there was a problem with the air pump. The instrument was repaired. The user reports no further occurrences.